Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with blood glucose value 300 mg/dl, the insulin does not exist while tried to pump out 10 units and nothing came out. Troubleshooting was performed and found that the inpen was not dispensing. The customer was treated with manual injection, reported no symptoms related to high blood glucose event. Also reported that screw was not moving as intended. No harm requiring medical intervention was reported. The customer will discontinue using the inpen and the inpen will be returned for analysis.

Manufacturer narrative:
Deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. Debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, leadscrew anomaly was confirmed. Difficult to dial/dose was not confirmed. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.